Event description:
Patient was revised to address infection.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. It was reported the depuy devices were used in conjunction with competitors acetabular cup and liner. This use of depuy devices is considered off label use and is not recommended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. **depuy has received information stating that the depuy liner, stem and sleeve were used in conjunction with a competitor cup and liner. Manufacturer: zimmer product: cup and liner if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.